Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported by the patient that as of yesterday, they woke up in the morning and everything was just running out of them and they had no control. The patient stated the rest of the day hadn't been too bad but then this morning it was worse than the day before. The patient stated they tried pulling out the patient programmer but was seeing a poor communication message. The patient also mentioned that they slept with their cell phone in bed on the opposite side of the device and wanted to know if that's what's causing this? Patient services had the patient confirm they were over the implanted device while trying to communicate. Patient services recommended the patient power off the patient programmer but the patient ended up pressing stim off rather than power off. The patient stated that now they were seeing 3.8v. It was unclear at the time if stimulation had previously been off or if the patient had just accidentally turned it off, but the patient confirmed they were not feeling stim when they first called pt services. The patient turned stimulation back on and confirmed that it was comfortable and that they could now feel it. The patient did mention as a side comment that at one point they did turn stim up so high it shocked them until they turned it back down. The patient then confirmed it wasn't necessarily shocking them but that the stimulation was just too strong. Once they decreased it became comfortable again. The patient was going to continue to monitor symptoms now that they felt stimulation and confirmed it was on. If symptoms do not improve, the patient was going to try increasing, and if necessary call their doctor to discuss changing programs. Patient services also reviewed information regarding use of cell phones with the implant. The patient's relevant medical history included that prior to the patient getting the device, they had colorectal cancer which lead to an ostomy bag. The patient stated that they had to remove a tumor but they were able to get a reversal which led to this implanted device. No further complications were reported at this time.